Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative (rep) reported a lead migration. It was reported that the patient felt lack of efficacy and impedances were checked to be over 800. Afterward, the hcp ordinated a gastroscope and found the leads had migrated into the stomach. Factors that may have led or contributed to the issue were not known. Actions/interventions taken were that the leads were removed and new ones were implanted. The issue was resolved at the time of the report. Relevant medical history includes diabetes and gastroparesis. No further patient complications have been reported as a result of this event.